Manufacturer narrative:
Investigation is on-going; no conclusions can be drawn as no device was returned or part number or lot number provided.

Event description:
Pt was implanted with 3.5mm cortex screws on (B)(6) 2012. Three screws broke postoperatively. A non-union was noted. All hardware was removed on (B)(6) 2012 and pt was revised to an lcp extra-articular plate 6-hole and screw construct. This is the 3rd of 3 reports submitted on this event.